Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a high out-of-range shock impedance measurement of 126 ohms, and had a shock impedance measurement in the 57-59 ohms range at implant. The suspected cause was a physiologic change. Technical services (ts) reviewed troubleshooting options. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.